Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had issues with insulin squirting during priming, rejected new batteries, unresponsive buttons and scratches on the screen making it harder to read. Blood glucose value was unknown at the time of the incident. No further details were provided. The product will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device received with no button response due to flattened (esc, act, up and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify prime or fill anomaly, failed battery alarm, low battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.